Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.